Event description:
The patient reportedly experienced dizziness, sound percept problems and pain at implant site. The patient was seen at the center for evaluation. Testing performed confirmed that the device was functioning. The decision was made to explant the patient's device. Surgery to explant the patient's device has been scheduled.